Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not give "energy but the meter" indicated that there was energy present. They exchanged the handpiece and the same issue occurred. The handpiece was also getting warm. The system was rebooted and the procedure was completed. Patient impact was not mentioned. This is two of two reports received from this facility. (B)(4).